Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 24.5 unit bolus without user input. Reportedly, the customer intended to enter a blood glucose (bg) of 196 mg/dl. Tandem technical support verified in pump history that 196 grams of carbohydrates was entered instead of a bg of 196 mg/dl. Customer¿s bg ranged between 65-196 mg/dl. Customer maintained belief that the 196 was entered as a bg value. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.